Event description:
It was reported that the pt experienced and unspecified issue with stimulation following an environmental exposure to a cellular telephone. No further details, pt symptoms or outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).